Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 5.5 cm abdominal aortic aneurysm. It was reported that the patient presented emergently approximately two moths post implant with left leg pain. An angiogram revealed a complete occlusion of the right limb or the stent graft. A thrombectomy was performed; however, the occlusion re-established the next day. The physician relined the right limb with another manufacturer's 10x37 and a 8x57 balloon expandable stent on the left prophylactically. The physician stated that the cause of the event could not be determined. However, it was noted that there were bilateral iliac stents prior to the implantation of the stent grafts for repair of the abdominal aneurysm; and it was thought that the ipsilateral limb may have been too big for the anatomy. No additional clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Film evaluation results are:the exact cause of the reported right limb occlusion could not be conclusively determined from the three still angio images provided. The pre-implant anatomy, films during implant procedure, films that showed the occlusion in the right limb and additional films during the secondary intervention were not provided. The CT's were not provided; the complete in-vivo stent graft configuration as well as the complete anatomy information could not be assessed. Analysis of the returned angio images did not reveal any obvious characteristics that could explain the right limb occlusion. The limb occlusion may have been caused by a patient condition: poor distal runoff, an unknown coagulopathy that is now presenting, or a previous history of pad.

Manufacturer narrative:
Corrected information: sex, date of birth. No eval explain code. If information is provided in the future, a supplemental report will be issued.